Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. After implant, the patient experienced inflammation, adhesions, discomfort, swelling, problems with erections because it hurts by scar, defective mesh, mental pain, disability, impairment, loss of enjoyment of life, recurrent hernia due to failure of the mesh, pain, and spermatic cord involvement. Post-operative treatment include revision surgery, hernia repair with new mesh, and cord dissected free of the floor of the canal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. After implant, the patient experienced defective mesh, mental pain, disability, impairment, loss of enjoyment of life, recurrent hernia due to failure of the mesh, pain, and spermatic cord involvement. Post-operative treatment include revision surgery and cord dissected free of the floor of the canal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right inguinal hernia. After implant, the patient experienced recurrent hernia due to failure of the mesh and pain. Post-operative treatment includes surgical revision of the mesh on (B)(6) 2017.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a right inguinal hernia. After implant, the patient experienced recurrent hernia due to failure of the mesh, pain, and spermatic cord involvement. Post-operative treatment include revision surgery and cord dissected free of the floor of the canal.